Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 330 mg/dl with a large level of ketones. The level of ketones was considered as dangerous. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous fluids and insulin injections. The customer was discharged the next day. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.